Event description:
A (B)(6) female patient called zoll customer support to report a (B)(4) (belt/monitor unusable). The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor serial number (B)(4) has been completed. The reported problem ((B)(4)) was confirmed. Upon investigation, the wires in the monitor's electrode belt connector were broken. The cause of the broken wires was a broken electrode belt connector. The broken wires caused the service code. The root cause for the damaged connector could not be positively identified, but the damage likely resulted from the monitor being dropped while connected to an electrode belt. No adverse event resulted from the monitor's broken electrode belt connector. The patient received a replacement monitor.